Event description:
The patient reported an elevated blood glucose reading of 398 mg/dl with her normal range being 80-110 mg/dl. She said she felt tired, thirsty and experienced frequent urination. She stated she bolused insulin through her insulin infusion device (competitor product) and then felt a wetness at her infusion site. She said, she then examined her headset and discovered it appeared to have been leaking insulin for a while. The patient stated she removed the headset and the cannula was not bent nor did she visually find anything wrong. She said she inserted this headset a day and a half ago. She stated that this happened 2 or 3 times. The patient stated she will bolus 6 units of insulin and slowly bring her blood glucose levels down. On follow up, the patient stated her blood glucose levels are normal and everything is working fine. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.